Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent stator not on error messages. This error causes the system causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.